Event description:
Meter name: one touch basic enhanced. Strip name: one touch. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: "depressed". The patient reported that the patient "wasn't able to get a reading. The patient felt the meter could cause the the patient harm." The meter allegegly was prompting "not enough blood". There were no results obtained from the meter. There were no results from any other source. There was no comparison with any other device. There was no treatment. No further information has been reported.